Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the operation to treat moderately calcified lesion that was moderately tortuous and exhibited 90% stenosis and plaque in the ata using pacific xtreme, the device was checked and prepared well. When the balloon reached the lesion and the pump was at normal pressure, the balloon ruptured horizontally. Balloon ruptured during dilation at 6atm. The balloon was removed out successfully; another balloon was used to complete the operation. There was no injury to patient. Physician commented the lesion calcification might cause high pressure on the part. Patient had left hospital and status was well.

Manufacturer narrative:
Device evaluation: a visual and tactile inspections were performed. No evidence of use was visible, in particular the balloon was found folded. The purging phase was performed and no leak was detected. It was possible to insert, after flushing the guide wire lumen, a 0,018¿¿ guide wire was inserted without any resistance. The balloon was inflated at rbp, but neither leak nor cuts were visible on the balloon and the pressure was maintained. No issues were found on the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.